Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) noticed, during a preventive maintenance, that the valve group was leaking! The valve group was exchanged and tests were made accordingly. The manifold drive was replaced, and all measurements had been in the range as per factory specifications.

Event description:
During a preventative maintenance (pm) performed by a company representative, it was reported that the valve k8 was leaking. This was a repair, warranty, and maintenance. There was no patient involved, therefore no death or injury was reported.